Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implantation, it was not possible to correctly implant the lens. The issue was related to the iol itself, which appeared extremely rigid from the beginning and became stuck inside the cartridge immediately. Due to the rigidity of the lens, it was not possible to extract it or reinsert it to attempt a new implantation. Consequently, a backup lens of same model but half a diopter less power was used to complete the surgery on the same day. Additional information has been requested but is not available at the time of this report.